Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving clonidine, bupivacaine, prialt, and dilaudid at unknown concentration and doses via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient started hearing her pump alarm on (B)(6) 2015. The patient noted she was told by her doctor office that she would likely be able to make it to (B)(6) 2015 for her refill. The patient noted the personal therapy manager (ptm) showed the code of 8286 which was empty pump. The patient contacted her doctor over the holiday and had the pump filled on (B)(6) 2015 and was doing just fine. The patient reported symptoms of being emotional and jumpy. She did not feel those symptoms anymore. It was later reported by a device manufacturer representative that the patient burned through medications in the pump because she was maxing out her boluses. That was the reason the patient needed a refill and got the empty reservoir code. The option of flex dosing was discussed but the patient liked the control of the ptm. Follow-up was being conducted to obtain the cause of the empty pump. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the healthcare professional. He stated that the cause of the patient¿s symptoms was unknown, but not related to the pump. He reported that no diagnostics had been performed, as the patient¿s symptoms were often created by the patient and she often made her symptoms greater than they were in reality.

Event description:
Additional information was received from the patient and from a manufacturer¿s representative (rep). The patient indicated that the medication wasn¿t supposed to run out until approximately on (B)(6) 2015 and that was if she used 12 ¿bolus assists¿ every day; she stated that she didn¿t use 12 boluses; she used perhaps 8-10. She believed that the empty reservoir occurred because the hcp and the rep overestimated how much medication remained in the reservoir over the christmas holiday; she noted that this was only her opinion with no basis in fact. It was decided that she could go in on (B)(6) 2015 for a reservoir refill. She stated that she started getting warning sounds ¿on about¿ (B)(6) 2015. She also noticed the effect of the bolus was less than it had been earlier. She got ¿ping¿ sounds later in the day. The ptm finally stopped working and she called both the hcp and the rep to find out what the messages were. The patient stated that she knew it was time to call when she started hearing musical notes coming from the reservoir. It was determined that the error code on the ptm was indicating an empty reservoir. The hcp came to the office on 2015-12-27 to clean out the reservoir and refill the pump with new medication. The patient thought the problem occurred because of the christmas holiday and everyone had the day off except for the hcp. The patient noted that at 12:20 pm on (B)(6) 2016, she received an increase in her medicinal ¿soup¿ from the hcp. Within 3-4 minutes, she began to feel relief from the pain. At about 3:30 pm, she began to feel some pain and anxiety. At 4:00 pm, the anxiety was very high and her back was incurring increased, but not terrible pain. She took a ¿bump¿ at 4:00 pm and very quickly (4-5 minutes) her pain was relieved and her anxiety decreased slightly. She saw the first yellow flashing light and sound from her control device. She stayed worried about the anxiety because it was a horrible, recurring, lifelong feeling for her. At 5:00 pm, she took ½ klonopin because the anxiety was way over the top. Her back started to ache on the left side at about 6 pm. The ½ klonopin was still working, but was wearing off a bit. At 1:15 am on (B)(6) 2015, she took the first ¿bump¿ since 4:00 pm on (B)(6) 2015. A second yellow flashing light occurred with no sound. At 10:30 am, there was a flashing light with 3 notes going higher . The patient required a back brace because her pain level was 5-6. At 1:30 pm, she needed ½ klonopin for anxiety. At 3:00 pm, she removed the back brace and then lay down for a 2-hour nap. At 5:00 pm, she got a ¿bump,¿ right after the nap because her back hurt (level 4); there was a flashing light with 3 tones. Her anxiety returned but she didn¿t take any more klonopin. At 8:35 pm, she got a ¿bump¿ and there was a flashing light with the 3 notes going higher. At 9:00 pm, the anxiety finally went down and her back started to ache (level 3). On (B)(6) 2015, the need for night time bumps continued, usually 2 per night. At 9:30 am, she got a ¿bump¿ which reduced her pain; some anxiety. She spoke with someone about the yellow light and anxiety and learned that screen readouts exist and she must learn what they mean. She took a nap from 1:30 - 2:15 pm and woke with upper back ache. At 5:00 pm, she got a ¿bump,¿ but very little pain relief of pain, with some anxiety relief. At 7:30 pm, she got a ¿bump¿ before a massage in hopes of improving the results of the massage. She had a massage from 8:00 pm- 9:30 pm to release low back pain; she didn¿t feel any release; her low back muscles were very sore. At 10:00 pm, she got a ¿bump¿ after the massage to release low back pain, but that didn¿t work. At 12:30 pm, she got a bump before going to bed. On (B)(6) 2015, she got a bump at 5:30 am for low back pain and then another at 12:45 pm for low and left side pain. At 2:30 pm, she was sitting at the computer and wanted to take a bump; her low back was tight and sore. At 4:30 pm, her anxiety arose as time ran out for a dinner engagement and her back got stressed, so she got a ¿bump.¿ at 7:00 pm, she tried to relax her back for the dinner party and got a ¿bump.¿ at 10:00 pm, she got a ¿bump¿ to relieve pain in her low back from sitting and leaning forward to talk and eat without spilling food in her lap. At 2:15 am, she got a ¿bump after falling asleep in a chair in front of the computer. On (B)(6) 2015, the experienced the pattern above with up to 8 or 9 bumps per day. She experienced pain in the low back in the same pattern above. She stated that ¿bumps¿ had less and less effect as the day went on unless on an empty stomach. She reported that her high pain level could reach 6-7; mostoften, her pain reached level 5. She must use a back brace on high pain days (4 days in a 2 week cycle). Her anxiety hit late in the afternoon and was very strong in the evening, often causing her to use ¼ of 1mg clonazepam. She stated that she was using the same prescription the hcp recommended with the exception of the partial clonazepam on some days and 2 instead of one baclofen at night. On (B)(6) 2015, she got 2 ¿bumps¿ during the night, 1 at 9:15 am on an empty stomach, 1 at 11:30 am on an empty stomach, and another at 1:30 pm on an empty stomach. She had a tablespoon of miralax, finally had a bowel movement after 4 days and that allowed a full bladder release. She noted that perhaps her ankles wouldn¿t be so swollen on the following day. She got a ¿bump¿ at 8:00 pm due to pain and anxiety at 6-7 levels and then had a bump at 10:15 pm. On (B)(6) 2015, she got a ¿bump¿ at 3:00 am, tried to give herself another one at 7:30 am, but the ptm wouldn¿t work; she tried repeatedly over the next 1.5 hours. The batteries showed as half full so, she got new aaa batteries, but there was no difference. She called her hcp at 11:10 am, the hcp didn¿t know what to do, so he suggested that she call a rep. After telling the rep what was displayed on the ptm screen, he figured out that the pocket inserted in the patient¿s body was ¿low to empty of pain management product.¿ the rep explained that when it was completely empty, the inserted pocket would send out the musical notes every 10 minutes. That music began on (B)(6) 2015, and occurred every 10 minutes. As a preventative measure, the patient put on a second fentanyl patch on (B)(6) 2015. On (B)(6) 2015, the patient was bent over walking because of the pain, her anxiety was high and she took ½ a klonopin. Since this process began, her swollen feet and ankles had almost returned to normal. After a large, delayed bowel movement on (B)(6) 2015, no new bowel movement had occurred since, despite the use of calm, miralax and one chlorophyll tablet. The patient noted that on (B)(6) 2016, her ankles and right foot began to swell again; she stated that it might be possible that she was on her feet too much on (B)(6) 2015. Her low back pain had been at level 7 or 8 in the late afternoon and evenings. However, she had been on a different bed, driven 9-10 hours over two days, then had to get the house ready for overnight guests. On (B)(6) 2016, she still had no new bowel movement, despite multiple attempts using calm, miralax and 2 chlorophyll tablets each day. Her ankle and foot swelling still existed, but weren¿t worse than they were on (B)(6) 2015. She used her back brace to do chores that would automatically cause her back pain (sitting at the computer, lying in bed watching tv, lifting or doing laundry.) On (B)(6) 2016, dry mouth began sometime in the last approximately 2 week and she used biotene to help. The patient asked whether periodic aches on the left side had anything to do with her back an whether a sore to the touch skin on the left and right sides of her upper thigh had anything to do with my back. The rep noted on (B)(6) 2016 that the patient didn¿t report being emotional and jumpy to him. He stated that he was very familiar with the patient as she was a bit of a hypochondriac. Follow-up was conducted for the causes of the reported symptoms, the relationship to the device or therapy, diagnostics/actions taken to resolve the symptoms, and resolution status. If additional information is received, another follow-up report will be sent. On (B)(6) 2016 telph1 (hcp): additional information was received from the healthcare professional. He stated that the cause of the patient¿s symptoms was unknown, but not related to the pump. He reported that no diagnostics had been performed, as the patient¿s symptoms were often created by the patient and she often made her symptoms greater than they were in reality.

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.